Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl. The patient reported cannula being bent/kinked, while wearing it on the back. For treatment, the parent gave water, corrections boluses and removed the pod.